Event description:
Within 2 mins of starting hemodialysis pt became sob, cold & clammy, flushed face. Dialysis stopped & discontinued. Bp 150/p. O2 at 3l. Md notified. Pt transported to hosp, dialyzed there without incident. Not admitted. Discharged to home. Md diagnosis to dialyzer reaction. Pt has dialyzed on this type of dialyzer previously without incident. This dialyzer was preprocessed 1st use.